Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that for the last few days their blood glucose level would not go down below 300 mg/dl. They were treating with the insulin pump. Their health care professional told them to have the device replaced and put them on manual injections. The customer¿s blood glucose level during the incident was 500 mg/dl. Their current blood glucose level was 310 mg/dl. The customer had symptoms such as nausea, abdominal pain, and some ketones. Troubleshooting was performed on the insulin pump. It was noted that they received a no delivery alarm once. No device malfunction was noted. Due to the doctor¿s request, the insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.